Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent fluctuations between hyperglycemia and hypoglycemia while using the ilet, despite a prior factory reset, and requested clinical guidance on next steps and targets. Symptoms included high blood glucose up to 297 mg/dl for about an hour and episodes of low glucose below 40 mg/dl lasting a few hours, with device alerts for lows and self-treatment with carbohydrates; no medical intervention, assistance, or acute health effects were reported. Outcomes included transient hyperglycemia and hypoglycemia without hospitalization or long-term sequelae. Investigation included troubleshooting and education. Investigation of this case revealed no identified device malfunction and an unclear cause of both hyperglycemia and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.